Event description:
The customer reported that prior to use on the patient for a radio frequency ablation procedure, it was noticed that where the cable is attached to the pad the tab was torn and the wire inside the tag was visible. Also, the torn part looked burned. Another pad was used. There was no impact to the staff or patient.

Manufacturer narrative:
(B) (4). The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.